Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: foreign materials are coming out due to clogging of the auxiliary water channel. Due to the wear of the angle wire, the curvature angle in the up direction does not meet the specifications. Wrinkles occur on the surface of connecting tube. Sw3 (switch button 3) is cut. Waterproofing is not possible because the channel tube has a pinhole. The water spray volume does not meet the specifications due to deformation of nozzle. Lg (light guide) bundle is not in good condition. Ccd (charged coupled device) lens is scratched. Lg lens is cracked. The adhesive part is fall off from a-rubber (bending section cover). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign materials coming out, due to clogging of the auxiliary water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.